Event description:
It was reported that this device is currently under advisory for premature battery depletion. The patient was brought into the clinic and the device was unable to be interrogated. The device was subsequently explanted due to the premature battery depletion as well as difficulty for interrogation. No additional adverse events were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that this device is currently under advisory for premature battery depletion. The patient was brought into the clinic and the device was unable to be interrogated. The device was subsequently explanted due to the premature battery depletion as well as difficulty for interrogation. No additional adverse events were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. The product has been received for analysis.

Manufacturer narrative:
This supplemental report is being filed to provide additional information. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this device is currently under advisory for premature battery depletion. The patient was brought into the clinic and the device was unable to be interrogated. The device was subsequently explanted due to the premature battery depletion as well as difficulty for interrogation. No additional adverse events were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. This supplemental report is being filed to provide additional coding.

Manufacturer narrative:
This supplemental report is being filed to provide additional information.